Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak located in the unicel dxc 600 pro synchron chemistry analyzer. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the tubing assembly corresponding to the wash concentrate due to the fact that the tubing was very loose on the side fitting of the no foam bottle.